Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that size 8 spring broken on articulating surface and size 7 nub broke off near spring articulating surface. No surgical delay. No pieces of broken instrumentation left in patient.

Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.